Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that they had a blood sugar over 600 mg/dl. The customer has changed the reservoir. The customer's current blood sugar is 100 mg/dl. Troubleshooting was performed. The customer treated with the insulin pump. The insulin pump is not returning.

Manufacturer narrative:
The initial report was created in error.